Event description:
A report was received that the patient developed an infection at the lead site following a lead revision for inadequate stimulation. The physician explanted the patient and believed that the infection was procedure related. The patient was prescribed levaquin and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-70, serial # (B)(4), description: linear 3-4 lead, 70cm, model # sc-4316, lot # 14802056, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.